Event description:
Follow up with the complainant revealed no medication treatment was prescribed for the symptoms of bladder spasms, nocturia and straining to void when reported on (B)(6) 2011, subsequently, the patient was set up for surgery, a transurethral resection of the prostate (turp) on (B)(6) 2011. It was also reported these symptoms were not present at the time of the prolieve treatment procedure.

Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation system kit was successfully used during a procedure as a part of the (B)(4) study (B)(4) to treat benign prostatic hyperplasia (bph) on (B)(6), 2008. During a postoperative visit on (B)(6), 2011, it was reported the subject must strain in order to void, began to experience nocturia and began to experience bladder spasms when the subject had a full bladder prior to urination. All the symptoms required treatment, however specific treatment is unknown. Several attempts to obtain additional information have been unsuccessful.